Manufacturer narrative:
Product event summary: manufacturer's analysis could not confirm the customer comment that the stylus was not responsive because the stylus was not returned. Analysis indicated that the overlay display was out of electrical specification. These parts were replaced and the software was reloaded and updated. The programmer passed final functional and system tests. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer stylus was not responsive. The stylus was replaced, but the issue was not resolved. The programmer was returned to service. There was no patient involvement.